Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user handling. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was water/air leakage from the flexible/ curve part. Additionally, it was observed that there was no image (blackout) and was unrestorable due to fluid ingress that caused corrosion within the pin unit. Quality trend analysis has shown that fluid inside the pin unit can result in intermittent image issues temporarily affecting the video image and other electrical functionality. This event likely occurred during a manual leak check or during the cleaning process and is typically attributed to user handling. Lastly, it was observed that there were wrinkles when looping the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasonic bronchofibervideoscope leaking at the bending section. The reported issue was found during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the image was not showing which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.